Event description:
A pt experienced burning mouth, eyes, and hypertension after giving an oral fluid sample. The person reporting the event was unsure of the exact timing of the specimen collection and symptoms.